Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient started noticing a loss of therapeutic effect last night, and they were not able to urinate fully. They used the patient programmer to check the ins and were now seeing a power on reset (por) message. They noted they recently had an x-ray. They were redirected to their healthcare provider to further address the issue.